Manufacturer narrative:
(B)(4). This is report 1 of 5 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). Lot numbers h10l10094, h10k05013 were reviewed for this complaint. The assignable cause of this peritonitis is use error-poor aseptic technique. The current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter on (B)(6) 2011 for an unrelated alarm and verbalized that she had peritonitis. During a follow call, on (B)(4) 2011, with the peritoneal dialysis (pd) rn, she confirmed that the patient had peritonitis in (B)(6) 2011. The patient was treated with an unknown dose of tobramycin and vancomycin prior to receiving the pd culture results. After the pd culture was received (on an unknown date) the patient was treated with vancomycin and fortaz 1gm intraperitoneally for 10 days. The pd rn reported that the patient may have forgotten the last hand sanitizing before starting therapy. She has reviewed proper aseptic technique with the patient. The patient has recovered and continues pd therapy without incident. There was no further information available.